Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query was not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the left anterior descending (lad) artery. The floppy end of the hi-torque (ht) bmw guidewire (gw) almost separated from the wire; unraveling while in the patient. The gw was able to be removed from the patient without issues and in one piece. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.